Manufacturer narrative:
The device involved in this event is currently being evaluated and is not concluded. Our analysis results and conclusion will be provided, a follow-up medwatch will be submitted. Reference mvi: (B)(4).

Manufacturer narrative:
The device involved in this event was evaluated and found to have the implant coil attached. However the delivery pusher was kinked and fractured. The entire device was returned. This complaint cannot be confirmed. (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. The hypersoft-av coil system is intended for the endovascular embolization of intracranial aneurysms and other neurovascular abnormalities such as arteriovenous malformations and arteriovenous fistulae. The hypersoft-av is also intended for vascular occlusion of blood vessels within the neurovascular system to permanently obstruct blood flow to an aneurysm or other vascular malformation and for arterial and venous embolizations in the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. Cases of chemical aseptic meningitis, edema, hydrocephalus and/or headaches have been associated with the use of embolization coils in the treatment of large and giant aneurysms. The physician should be aware of these complications and instruct patients when indicated. Appropriate patient management should be considered. The device involved in this event has not yet been returned for evaluation. Upon examination of the sample/completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
It was reported that the customer (distributor) reported : "physician tried to detach the coil at the vessel, but v-grip light doesn't turn on. So, he wanted to retrieve the coil but coil did not pull back to micro catheter. He regards (this) as (a) complaint so tried to retrieve it, but pusher part was detached in the vessel, so he retrieved it using snare". The available information does not indicate any patient injury as a result of the reported event.